Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted and the issue reported misfire/jamming-misaligned staples was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed and the root cause cannot be determined. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the staple was misaligned. A new stapler was used. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staple was misaligned. A new stapler was used. There was no reported injury.